Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The driver tip is designed to plastically twist when torsional load is applied; however, the root cause of the event is most likely excessive force. Corrective actions have been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that during a bunionectomy on (B)(6) 2015, the screw driver fractured. Another screw was used when the driver fractured and a solid driver was used to complete the procedure. All driver fragments were removed.